Event description:
User facility medwatch report (# mw5163379) received, stating: event description: as reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic position, vascular complication was noted at the right transfemoral stick site where a 14fr esheath+ was inserted. Atypical bleeding noticed during perclose. The tavr procedure went without issue, after sheath was removed the perclose did not take, nor did an attempt with manta and it was revealed that there was a vascular tear. It was reported that the event was likely from the closure device coupled with patient's high bmi, and vessel tortuosity. No damage to sheath was noticed after removal. A quick vascular repair was performed, and the patient was in stable condition and transferred for post management care. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the part and lot number were not provided. Corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. The patient effects of hemorrhage and dissection are listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a firing/ deployment problem include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Attachment: medwatch # mw5163379.